Event description:
The lead was implanted on (B)(6) 2012 and explanted on (B)(6) 2012. Due to infection. The procedure took place at (B)(6) medical center. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).